Manufacturer narrative:
Result: damaged power cord.

Event description:
It was reported by service report that the bed had no power, and the main power cord was pulled out of the bed. It is unknown if there was patient involvement. However, no adverse consequences were reported.